Event description:
The MFR rep reports the pt underwent catheter revision due to symptoms of increased spasticity and lack of response. The pt presented with increased spasticity with a lack of response so the hcp did a catheter dye study which revealed the catheter was out of the intrathecal space and coiled around the pump. There was no problem with the pump. The drug used in the pump is lioresal 2000mcg/ml. The pt recovered and is doing "fine."